Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr2465 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC extension connector assembly broke.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken connector is confirmed and was determined to be use related. One nxt two-piece connector, one 4 fr groshong clearvue catheter with inlaid stylet and orange hang tag, one attachable suture wing in a sealed pouch, one statlock device in a sealed pouch, one 14 g IV needle in a sealed package, and one silicone end cap were returned for evaluation. An initial visual observation showed the connector was returned assembled, but in two segments with the grey plastic of the proximal connector piece detached from the silicone extension leg overmold of the proximal connector. Use residue was observed on the connector, and the stiffening stylet was observed to remain in the returned catheter. A microscopic observation revealed the surface of the distal end of the silicone overmold was mostly smooth with a small spot at one of its seams that was observed to be rough with some curved striations; a corresponding spot was observed on the proximal end of the plastic section. Some silicone flash was observed on the overmold as well as the plastic portion of the connector, indicating the overmold was attached to the plastic piece at one point. The distal connector piece was able to be reassembled and took a moderate amount of force to detach again. The large ridges of the plastic stem of the proximal connector piece ¿ which the overmold goes over ¿ were measured and found to be within specification. As the returned sample was found to be within specification and no evidence of damage or deformation was observed on the plastic stem or within the silicone overmold, it is most-likely the overmold became detached due to excessive tensile force during use. As the connector was returned assembled, it is possible the overmold was mistakenly assumed to be the connection point between the two connector pieces and was detached during an attempt to disassemble the connector. A lot history review (lhr) of recr2465 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC extension connector assembly broke.